Manufacturer narrative:
The sample was not returned for the evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that 8 years following an intraocular lens (iol) implant procedure, the patient had a visit to surgeon clinic because of visual acuity decrease, where surgeon observed that that iol was opacified. The explantation of the lens was scheduled. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.2., b.5., d.6.b., h.6. And h.11. Information was provided that the lens was implanted (B)(6) 2016. The patient was diabetic. The vision issue was reported (B)(6) 2024. New information was provided that the lens was exchanged. The company, 19.5 diopter lens was exchanged for different model, 20.0 diopter company lens on (B)(6) 2024. Files will be reopened if further information is provided or if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, receive and stated that the lens was explanted and a same company different model 0.5 diopter more lens was implanted.